Manufacturer narrative:
Suspect medical device: common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(4). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. However, all the components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position with the red activation knob was engaged in the handle for activation of the carbon dioxide cartridge. When tested as returned, the device did not spray. The red activation handle was removed; no carbon dioxide remained in the cartridge. The lance position was measured using a specified tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, a large puff of powder came out and then the device sprayed continuously. The device was disassembled and the tubes were disconnected for removal of the powder. Clumps and chunks of powder were observed in the tubes between the low pressure valve, powder chamber, and on/off valve. Powder inside the tube leading from the powder chamber to the small, gray low pressure valve can occur if there is a back flow of pressure. Back flow can occur from an internal clog or clogged catheter, or if the carbon dioxide cartridge runs out of gas. A visual inspection of the cannula and hole in the bottom of the powder chamber showed it to be clear. The low pressure valve was disassembled and powder was observed on the internal o-rings, button, and spring. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. A definitive cause for the internal clog could not be determined because the device could not be completely evaluated. The two supplied catheters were not included in the return. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) states the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The powder would not dispense. After activating the hemospray, they realized that it released no powder [unable to spray]. A section of the device did not remain inside the patient¿s body. It is unknown if this occurrence caused or contributed to additional procedures. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k: den170015. Investigation evaluation: the product is being returned for evaluation and the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report with product evaluation information.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The powder would not dispense. After activating the hemospray, they realized that it released no powder [unable to spray]. A section of the device did not remain inside the patient¿s body. It is unknown if this occurrence caused or contributed to additional procedures. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.